Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by arthrosurface or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2024 it was reported to anika that during an ankle procedure on a patient of unknown age and demographic, the surgeon was going to mallet the needle into the patient's bone off axis. The device slipped resulting in cartilage damage. The surgeon reported what appeared to be a metallic flake in the patient's joint space. The flake was reportedly cleaned out. The surgeon stopped using the device. There was no report of a device deficiency. There was no report of any negative patient or user impact. There was no report of a delay in the procedures. The current status of the patient is unknown. This is one of two reports being submitted for each component used during the procedure. Additional information was solicited.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: the reported event was not confirmed. The cause of the reported event could not be established based on the insufficient information that was provided. Additional information was not provided upon request. The batch record, material certifications and process certifications were reviewed. There was no nonconformances related to the reported event documented in the manufacturing record. The lot was manufactured and released to applicable procedures and specifications. A three year retrospective review of all nonconformances was performed for the reported product. There was no nonconformances associated with the reported event. A supplemental report will be submitted upon receipt of new and relevant information. The reported event will continue to be monitored and trended for future analysis.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by arthrosurface or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2024 it was reported to anika that during an ankle procedure on a patient of unknown age and demographic, the surgeon was going to mallet the needle into the patient's bone off axis. The device slipped resulting in cartilage damage. The surgeon reported what appeared to be a metallic flake in the patient's joint space. The flake was reportedly cleaned out. The surgeon stopped using the device. There was no report of a device deficiency. There was no report of any negative patient or user impact. There was no report of a delay in the procedures. The current status of the patient is unknown. This is one of two reports being submitted for each component used during the procedure. Additional information was solicited.